Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The fse arrived on site and observed error u-02. The integrated electrosurgical unit (iesu) was returned for failure analysis, but the reported failure could not be reproduced on the iesu that was connected to the system. The error log showed 25913 u-02 errors confirming the fault occurred in the field. Visual inspection confirmed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on the system. The complaint was confirmed by failure analysis. The probable root cause of this reported complaint was attributed to system checkmaster communication issues with the iesu.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the customer called the technical support engineer (tse) and reported that they had a u-02 error on their system at power up. They had already tried power cycling the generator, but the same u-02 error returned at power up. Tse explained that the generator would need to be replaced, and they can use a third-party generator as a back. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.